Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass detect and treat testing) has been confirmed. Upon investigation the electrode belt did not pass incoming testing. The cause for the failure was isolated to an open pulse wire in the trunk cable and the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.